Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's lead migrated. As a result the patient lost effective therapy. Surgical intervention is planned to address this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was restored postoperatively.